Manufacturer narrative:
H3: product analysis verified the reported allegation of startup of the system takes long and during boot process it will make several alarms. Device had software issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim vital startup can take up to 3:07 minutes, and during the boot process it was making several alarm tones(with a blank black screen) that are not present in a normal startup. Rep checked the system, and there was abnormalities when the system was turned on. There was no known patient impact.